Event description:
Facility noticed a 300 percentage increase in incidence of microbial septicemia after changing from smartsite valve to ultrasite valve (began using ultrasite valve in 2005). Products removed from facility 3 months later. Additional information obtained from the user facility indicates that they cannot provide b. Braun with actual numbers. Final data will not be available for a couple of months.